Manufacturer narrative:
Pump unable to vibrate during self-test due to broken vibrator black wire. Motor error alarm during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump had cracked case at display window corners and cracked reservoir tube lip. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump passed idle current test, run current test, off no power test, a21 error test and displacement test.

Event description:
Customer called to report that the vibrate alert function of the insulin pump is not working. Customer's blood glucose levels were not included in the report. Product is being replaced.